Event description:
Gi lab decontamination room employees began using a wall-mounted environ-mate suction-drain system dm-6000 disposal device located on the wall next to the scope decontamination area. Upon turning on the device, it began to emit blue sparks and smoke. After immediately realizing the device was on fire, the gi lab employees initiated the race process by evacuating the room, closing all doors, alerting the staff, and calling 911.